Event description:
It was initially reported that the site was experiencing screen freeze following interrogation successful screen. It was indicated that it occurred several times at the same screen. Once a hard reset was performed the issue did not happen again. The programming sys was tested several times following the reset, and the event did not happen again. No further issues were reported. The cause for the frozen screen appears is a known event that is related to the software which is resolved with a soft or hard reset.